Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there the unit made unusual noise and overheated in 10 seconds. During repair it was discovered that the locking mechanism assembly was found to be damaged. There were various worn mechanical components. The 2 pawls were deformed, the driveshaft was bent, locking cylinder had wear on it and the vanes were dried and worn. The assignable root cause was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was getting hot. It was unknown if there were any delays to the planned surgical procedure. A spare device was available for use and the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.